Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that she had high blood glucose level. The customer¿s blood glucose level at the time of incident was 563 mg/dl. The customer¿s current blood glucose level was 142 mg/dl. The customer was treated with shot and insulin pen for blood glucose level. The customer reported possible under delivery. The insulin pump will not be returned for analysis.